Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a revision surgery due to a broken unknown proximal screw. On an unknown date, the patient underwent implantation of curved broad locking compression plate (lcp) and an unknown screw to stabilize a midshaft femoral fracture. However, on (B)(6) 2019, a proximal screw was found to be broken as a periprosthetic fracture occurred. Thus, the new proximal fracture was fixed with a blade plate. There was no surgical delay. No adverse event was reported. Concomitant device reported: 4.5 mm curved broad lcp (part #: 226.682s, lot #: unknown, quantity: 1). This report is for one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery to fix the new fracture and due to a broken head of an unknown proximal screw. Originally, the patient underwent an implantation of curved broad locking compression plate (lcp) and an unknown screw to stabilize a midshaft femoral fracture in (B)(6)2018. On (B)(6)2019, a proximal screw was found to be broken as a periprosthetic fracture occurred. The portion of broken screw recovered has been discarded. The new proximal fracture was fixed with a condylar plate. The fracture was not due to the screw breaking. The implant broke due to compromised biology of the patient. The surgeon was happy with the fixation following the case. There was no surgical delay and no adverse event to the patient reported. Concomitant devices: 4.5 mm curved broad lcp (part: 226.682s, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: reporters state: (B)(6) investigation summary complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that four (4) broken screws from a prior procedure were left in the patient.